Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: seal was broken so the balloon kept deflating. The clear plastic seal fell off the trocar and into the pt. The plastic seal was retrieved. The case was delayed more than 30 minutes. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.